Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vomiting ("throw up"), abnormal faeces ("I had a lg grapefruit size ball size of stool"), dyschezia ("poop is hurts"), gastrointestinal motility disorder ("lots of bm in 48 hrs"), feeling hot ("feels like I have a fever"), thyroid disorder ("thyroid problems"), back pain ("back pain"), dysstasia ("I cant stand straight "), pain ("hurts to walk"), feeling abnormal ("feels like I am being pulling inside"), musculoskeletal pain ("pain shot down leg left and shots up in my right shoulder") and pain in extremity ("pain shot down leg left and shots up in my right shoulder"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, vomiting, abnormal faeces, dyschezia, gastrointestinal motility disorder, feeling hot, thyroid disorder, back pain, dysstasia, pain, feeling abnormal, musculoskeletal pain and pain in extremity outcome was unknown. The reporter considered abnormal faeces, back pain, dyschezia, dysstasia, feeling abnormal, feeling hot, fibromyalgia, gastrointestinal motility disorder, musculoskeletal pain, pain, pain in extremity, pelvic pain, thyroid disorder and vomiting to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vomiting ("throw up"), abnormal faeces ("I had a lggrapefruit size ball size of stool"), dyschezia ("poop is hurts"), frequent bowel movements ("lots of bm in 48 hrs"), feeling hot ("feels like I hve a fever"), thyroid disorder ("thyroid problems"), back pain ("back pain"), dysstasia ("I cant stand straight "), pain ("hurts to walk"), feeling abnormal ("feels like I am being pulling inside"), musculoskeletal pain ("pain shot down leg left and shots up in my right shoulder"), pain in extremity ("pain shot down leg left and shots up in my right shoulder"), menorrhagia ("extremely heavy period"), diabetes mellitus ("diabetic"), weight loss poor ("very hard dropping a pound"), menopause ("menopause"), autoimmune disorder ("autoimmune"), gastritis ("ended up having gastric") and amenorrhoea ("no period") and was found to have thyroid cancer (seriousness criterion medically significant) and thyroid hormones increased ("thyroid level are of off - my level are above 30"). The patient was treated with surgery (gastric bypass and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, thyroid cancer, fibromyalgia, vomiting, abnormal faeces, dyschezia, frequent bowel movements, feeling hot, thyroid disorder, back pain, dysstasia, pain, feeling abnormal, musculoskeletal pain, pain in extremity, menorrhagia, diabetes mellitus, weight loss poor, menopause, autoimmune disorder, gastritis, thyroid hormones increased and amenorrhoea outcome was unknown. The reporter considered abnormal faeces, amenorrhoea, autoimmune disorder, back pain, diabetes mellitus, dyschezia, dysstasia, feeling abnormal, feeling hot, fibromyalgia, frequent bowel movements, gastritis, menopause, menorrhagia, musculoskeletal pain, pain, pain in extremity, pelvic pain, thyroid cancer, thyroid disorder, thyroid hormones increased, vomiting and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: menopause. Thyroid function test (10) - on an unknown date: thyroid levels are above 30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vomiting ("throw up"), abnormal faeces ("I had a lg grapefruit size ball size of stool"), dyschezia ("poop is hurts"), frequent bowel movements ("lots of bm in 48 hrs"), pyrexia ("feels like I have a fever"), thyroid disorder ("thyroid problems"), back pain ("back pain"), dysstasia ("I cant stand straight "), pain ("hurts to walk"), feeling abnormal ("feels like I am being pulling inside"), arthralgia ("pain shot down leg left and shots up in my right shoulder"), pain in extremity ("pain shot down leg left and shots up in my right shoulder"), heavy menstrual bleeding ("extremely heavy period"), diabetes mellitus ("diabetic"), weight loss poor ("very hard dropping a pound"), menopause ("menopause"), autoimmune disorder ("autoimmune"), gastritis ("ended up having gastric"), amenorrhoea ("no period") and tooth fracture ("tooth broke off") and was found to have thyroid cancer (seriousness criterion medically significant) and thyroid hormones increased ("thyroid level are of off - my level are above 30"). The patient was treated with surgery (gastric bypass and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, thyroid cancer, fibromyalgia, vomiting, abnormal faeces, dyschezia, frequent bowel movements, pyrexia, thyroid disorder, back pain, dysstasia, pain, feeling abnormal, arthralgia, pain in extremity, heavy menstrual bleeding, diabetes mellitus, weight loss poor, menopause, autoimmune disorder, gastritis, thyroid hormones increased, amenorrhoea and tooth fracture outcome was unknown. The reporter considered abnormal faeces, amenorrhoea, arthralgia, autoimmune disorder, back pain, diabetes mellitus, dyschezia, dysstasia, feeling abnormal, fibromyalgia, frequent bowel movements, gastritis, heavy menstrual bleeding, menopause, pain, pain in extremity, pelvic pain, pyrexia, thyroid cancer, thyroid disorder, thyroid hormones increased, tooth fracture, vomiting and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: menopause. Thyroid function test (10) - on an unknown date: thyroid levels are above 30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event tooth broke off added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and thyroid cancer ('thyroid cancer') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vomiting ("throw up"), abnormal faeces ("I had a lggrapefruit size ball size of stool"), dyschezia ("poop is hurts"), frequent bowel movements ("lots of bm in 48 hrs"), feeling hot ("feels like I hve a fever"), thyroid disorder ("thyroid problems"), back pain ("back pain"), dysstasia ("I cant stand staright "), pain ("hurts to walk"), feeling abnormal ("feels like I am being pullng inside"), musculoskeletal pain ("pain shot down leg left and shots up in my right shoulder"), pain in extremity ("pain shot down leg left and shots up in my right shoulder"), menorrhagia ("extremely heavy period"), diabetes mellitus ("diabetic"), weight loss poor ("very hard dropping a pound"), menopause ("menopause"), autoimmune disorder ("autoimmune"), gastritis ("ended up having gastric") and amenorrhoea ("no period") and was found to have thyroid cancer (seriousness criterion medically significant) and thyroid hormones increased ("thyroid level are of off - my level are above30"). The patient was treated with surgery (gastric bypass and hysterectomy). Essure was removed. At the time of the report, the pelvic pain, thyroid cancer, fibromyalgia, vomiting, abnormal faeces, dyschezia, frequent bowel movements, feeling hot, thyroid disorder, back pain, dysstasia, pain, feeling abnormal, musculoskeletal pain, pain in extremity, menorrhagia, diabetes mellitus, weight loss poor, menopause, autoimmune disorder, gastritis, thyroid hormones increased and amenorrhoea outcome was unknown. The reporter considered abnormal faeces, amenorrhoea, autoimmune disorder, back pain, diabetes mellitus, dyschezia, dysstasia, feeling abnormal, feeling hot, fibromyalgia, frequent bowel movements, gastritis, menopause, menorrhagia, musculoskeletal pain, pain, pain in extremity, pelvic pain, thyroid cancer, thyroid disorder, thyroid hormones increased, vomiting and weight loss poor to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: menopause. Thyroid function test (10) - on an unknown date: thyroid levels are above 30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events added - "extremely heavy period", "diabetic", "thyroid cancer", "very hard dropping a pound", "menopause", "autoimmune", "ended up having gastric"; age group added; lab data added; new reporters added. On 23-mar-2020: fu4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.